Event description:
The following has been reported: keeps saying air bubble when line is placed verified issue: air bubble alarm starts as soon as a line is placed. Tried to recalibrate air bubble sensor through partner; would not communicate with device. Disassembled device partially to be able to see the air detector assembly. Took out, and noticed ribbon cable solder on one side came loose. Replaced with new air detector assembly and ensured all connections were okay inside. Reassembled device, then tested to see if air bubble alarm showed... It did not. Recalibrated time and air sensor through partner, no issues and did not see alarm again when tested. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. Despite several requests for the parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated the trend is: normal.